Event description:
A customer contacted beckman coulter (bc) in regards to indeterminate results (ind) on the thyroid stimulating hormone (tsh) qc samples generated by access 2 immunoanalyzer. It was noted that three patients' samples had also been run from the same reagent pack. It is unknown if the erroneous results were reported out of the laboratory and if patients' treatment was impacted. The customer repeated the three patient's sample on an alternate unit, which produced the same results. Patient sample results are provided.

Manufacturer narrative:
Tsh qc is run twice daily and an ultra low level run once daily. Qc run results from (B)(6) 2010 were within customer's established range. On (B)(6) 2010 qc run reported 0.00 uiu/ml results for level 1 and 2. In addition, ind/no value flags were obtained for level 3 and ultra low. During troubleshoot the event; it was found that the tsh reagent pack was removed from the system incorrectly. Service was not dispatched since user error was the root cause for this event.